Event description:
It was reported that a small volume intermate was observed to have white particles floating inside the bladder. The unit was filled with an antibiotic drug (non-baxter product). There was no patient involvement. Additional information was requested and is not available. This is report 2 of 2

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 9, 2014-july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.